Manufacturer narrative:
(B)(4). The lot was manufactured from september 13, 2012 to september 14, 2012. The affected device was received for evaluation against the reported condition. The device was outside of its original packaging. Visual inspection of the device identified that the luer cap was missing. Since the unit was not returned in its original packaging, it could not be determined if the device was originally shipped with the blue winged luer cap present. Therefore, a non-conforming device was unable to be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate was missing its blue winged luer cap. The step of setup or therapy during which this was noticed is unknown. Patient involvement is unknown, though there was no report of patient injury or medical intervention associated with this event. No additional information is available.